Event description:
In 2001, the cryopreserved aortic valve and conduit in question was implanted into a pt of unk medical history as an aortic valve replacement. Approx two months later, the implanting surgeon reported that the pt developed a post-operative fungal infection (aspergillis) and subsequently expired. According to the surgeon's report, the aspergllis was found only inside the lumen of the graft. No pt medical history, including pre-existing medical conditions or prior surgery is known.